Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the internal paddles do not work. The patient was involved but there was no adverse patient impact.